Event description:
Per the clinic, the patient experienced a skin flap infection at the implant site and was hospitalized for three days (specific dates not reported). The patient was treated with antibiotics (type and duration not reported).

Manufacturer narrative:
(B)(4). Implanted device remains.